Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure low: the cause of purge pressure low was unable to be determined as limited clinical details were provided and no product was returned for review. Fluid leak -red or blue handle/plug: the cause of fluid leak -red or blue handle/plug was unable to be determined as limited clinical details were provided and no product was returned for review. Device history lot: device lot: 2015637. Device history batch: subcomponent lot: n/a. Device history review: the pump sn. (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After the impella 5.5 was placed and while the surgeon was closing the access site, purge pressure low alarm occurred. It appeared there was a leak from the red plug of the impella. Physician and staff made aware and discussed the necessity of the purge solution. Physician stated the patient was too unstable to exchange the device and decided to leave the pump in place and send patient to the unit. It was noted that blood was backing up into the purge side arm and purge was running at 30 ml/hr.

Manufacturer narrative:
D6b: added explant date.

Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 59-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. Prior medical history was unknown. The patient was supported with extracorporeal membrane oxygenation, inotropes, vasopressors, and mechanical ventilation for respiratory support and was classified as scai stage d. Following device placement and during closure of the access site, the patient experienced hemodynamic instability associated with a purge pressure low alarm. Evaluation identified a fluid leak originating from the red or blue handle plug, with blood observed backing up into the purge side arm. Purge flow was noted to be running at approximately 30 ml/hr. The clinical team was notified, and the purge solution requirements were discussed. Due to the patient¿s unstable condition, the physician determined that device exchange was not feasible at that time and elected to leave the device in place while the patient was transferred to the intensive care unit for continued monitoring and management. Additional information received states that bone wax and ioban were utilized during the procedure, and no blood products were administered. Review of the event indicates that the reported hemodynamic instability and purge-related findings were managed clinically and are consistent with known challenges in critically ill patients receiving mechanical circulatory support in the setting of cardiogenic shock and concurrent ECMO support. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported events. Patient survived.

Manufacturer narrative:
This case was further reviewed and was re-evaluated as serious injury the following fields were revised to reflect the change. B1, b5 revised to include clinical rationale. H1 and h6.